Manufacturer narrative:
Product analysis the device was returned with the manifold safety locking pin loose. The stent retainer was inspected with no damage noted the device was received with the stent fully deployed, the stent was confirmed to be 120mm the distal inner assembly was cut just proximal to the stent retainer to allow further testing. A set of witness marks were noted on the stainless steel hypotube approximately 25.5mm and 27.5mm from the distal end of the stainless steel hypotube, indicating that the safety locking pin was properly tightened during manufacturing. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
A physician was attempting to implant a protege everflex for the treatment of a 100mm calcified plaque lesion with chronic total occ lusion in the mid left region of the superficial femoral artery. The degree of calcification was severe and there was no tortuosity. The artery diameter was 6mm. A 6fr non medtronic sheath and a non medtronic guidewire was used. The device was prepped as per the IFU with no issues identified. The lesion was pre-dilated with a 6mm dilation device. After reaching the lesion the lock pin was removed. It was reported the stent partially deployed. The device did not pass through a previously deployed stent and no resistance was encountered. The physician safely removed a small part of the deployed stent out of the body and used a new stent to complete the case. Since only a small part of the stent was deployed, it did not adhere to the wall. The operator tried to forcefully push the outer sheath of the stent to the distal end and recovered it successfully. No part of the stent detached. No vessel damage reported. No patient injury was reported.